Event description:
It was reported during deployment of a g2 jugular filter, the filter jumped cephalad 2.5 cm as soon as it came out of the catheter and landed in the renal veins. The intended site was below the renal veins. The filter was retrieved with a cone and another jugular filter was placed without incident.